Event description:
Implant was not deployed properly due to product defect with penumbra packing coil. Coil was partially in patient and stuck in catheter. Catheter was cut, product was snared out of patient.